Event description:
It was reported that this pt had a diagnostic study/left heart catheterization with no intervention since pt was scheduled for a coronary artery bypass graft. An iab was inserted and pt was taken to ICU until transferred to hospital later that evening. At hospital, pt was connected to another MFR's pump. The next day, the pump alarmed and blood was seen in the helium tubing. Iab was removed and a new iab was not inserted. There were no pt complications associated with the iab.